Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Tamper seals were removed/broken on the bottom and plunger case. Right plunger case was cracked by the screw and rubber feet glue missing. Force sensor bridge test failure was observed in the event history log. Force sensor and occlusion test performed and the report problem was duplicated. The root cause of the reported issue was found to be force sensor cable was not working as intended as a result of normal wear. Pump was over 13 years old. . The technician replaced plunger cable. Performed power up process and all functional test which passed.

Event description:
It was reported that the force sensor bridge test failed. No patient injury was reported.